Event description:
Stent leaked and caused an infection which tore a hole in his esophagus and cause my partner to be septic. He had other health issues but if he wasn't septic, he would have been with us longer. We didn't receive certified letter stating there was a recall. The stents used were (B)(4). FDA safety report ID# (B)(4).